Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: based upon the information presented in the description of events above, a female patient with history of morbid obesity with a bmi between 36 and 37, and obstructive sleep apnea, underwent a da vinci assisted sleeve gastrectomy. The post-operative course was complicated with a gastric sleeve leak, noted to be proximal (exact location not provided in the description of event). The leak led to the patient¿s death. The exact location of leak is not provided in the description of events. It is unclear if the surgeon crossed any previous staple firings to form the continuous staple line of the sleeve gastrectomy. Additionally, it is unknown as to the technique the surgeon used to transect and reconstruct the 1/8 inch of the tissue bridge at the distal end of the sleeve gastrectomy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. The surgeon confirmed that there was no device malfunction of an isi device during the procedure. Hence, the stapler and reloads were discarded and will not be returned to isi for evaluation. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. A stapler log review was completed for the procedure date (B)(6) 2021: logs show sureform 60 stapler instrument part number 480460-09, lot l91210629-0212 was installed four times and fired four reloads (1 green followed by 3 blue). All firings were completed per the logs. First and 4th firings had no pauses for compression. Firing #2 had two pauses, and firing #3 had one pause. There were no incomplete clamps by this instrument. This complaint is reportable due to the following conclusion: six days after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient expired due to a postoperative leak. The surgeon confirmed that there was no device malfunction of an isi device during the procedure. The cause of the postoperative leak that led to the patient¿s death is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient expired due to a postoperative leak. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: on (B)(6) 2021 the patient underwent a sleeve gastrectomy. During the stapling process, the last staple reload that the surgeon fired did not fully go across the stomach. A connection of approximately 1/8 of an inch remained between the newly created sleeve gastrectomy and portion of stomach intended to be excised as part of the procedure. The surgeon decided not to fire an additional staple fire. It is unclear how the surgeon addressed the 1/8 of an inch tissue defect. The surgeon confirmed no issues with the staple lines and that the device functioned as intended. According to the surgeon, the stapling sequence was uneventful, and the surgeon stated it was a "picture perfect" procedure. The surgeon confirmed that there was no device malfunction of an isi device during the procedure. Hence, the stapler and reloads were discarded and will not be returned to isi for evaluation. No image or video clip for the reported event was available for review. The patient had an uneventful evening the day of the procedure and was discharged on postoperative day 1. On postoperative day # 5, the patient had complaints of constipation. The surgeon's partner, a colorectal surgeon, prescribed milk of magnesium. He also evaluated the patient's complaints to determine if the patient needed admission. On postoperative day # 6, the patient's mother called the ambulance as the patient was not feeling well after a self-administered fleet enema. A CT scan was performed in the emergency room. The scan showed a "string sign" from the proximal side. The surgeon received a call from the ER; however, the patient coded and expired before the surgeon arrived. There was no autopsy performed, and the surgeon is not aware of what was noted as the cause of death as he did not sign the death certificate.